Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis event was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event was an event of recurrent peritonitis manifested by acute abdominal pain. On the same day as onset, the patient was hospitalized for the event. Sixteen days prior to death, the patient was given meropenem intravenous (IV) for recurrent peritonitis. Three days later,meropenem was discontinued. Ten days later, the patient was again given meropenem for recurrent peritonitis. The patient did not recover from the recurrent peritonitis event. On an unreported date, the patient experienced sepsis and subsequently died due to sepsis and cardiac arrest. It was not reported if dianeal and extraneal therapies were ongoing until the time of death. It was not reported whether an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.